Manufacturer narrative:
The creatinine reagent lot number was 832325. The reagent expiration date was requested, but not provided. Calibration data was acceptable. Controls were acceptable on the day of the event. A review of the raw data showed the kinetics of the initial value to be abnormal. The field service engineer replaced a high concentration waste bottle, checked wash levels, and replaced the gear pump. Fluidics and air pressures were adjusted. Sample and reagent probes were replaced and adjusted. The probe wash volumes and wash positions were checked. Cuvette wash volumes were checked. The investigation determined the service actions resolved the issue.

Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible creatinine assay results for one patient sample tested on a cobas 8000 c702 module. The sample initially resulted in a creatinine value of 477 umol/l. The sample was repeated, resulting in a value of 89 umol/l. An amended report was issued for the patient. The customer repeated over 90 additional patient samples and all results appeared to be acceptable.